Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had issues with infusion set, reservoir and quick set. Customer's blood glucose at time of incident was unknown. Customer reported that she was changing out her infusion set, reservoir and quick set that were unusable. Customer stated quickset adhesive folded over and stuck together before she could insert and her reservoir became unusable after she filled it with insulin. Customer stated that it was user error. Customer did call helpline for assistance with the change.